Event description:
Aventis case ID: (B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a product specialist from (B)(6) healthcare via a sales rep and forwarded by our local affiliate (B)(6). This case involves a pt (age and gender nos) who developed nodules after receiving poly-l-lactic acid (sculptra) therapy three years ago, and voluma (sic) during the first week of (B)(6). It was reported that since the injection of voluma these nodules developed. It is unk if any corrective treatment was required. Event outcome is unk. Reporter's causality assessment: unk.

Manufacturer narrative:
Addendum for follow-up info received on (B)(6)-2009: a ptc (pharmaceutical technical complaint) was initiated: local ptc number (B)(4). Addendum for follow-up info received on (B)(6)-2009: ptc results revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(6). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.